Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and without a device to analyze, a cause for the reported inability removing lock line could not be determined in this incident. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the inability to remove the lock line during deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 3-4. The clip delivery system (cds) was advanced to the mitral valve and during deployment of the clip, the physician felt resistance while pulling the lock line, and was not able to pull the lock line out of the lock lever. At this point, the lock line was only pulled about 10 ¿ 20 % with the second end being unreachable inside the device. The physician wrapped the loose end back around the lock lever. The lock lever was pulled beyond the blue line, and the grippers were raised, and the arm positioner was turned in the open direction. The clip was opened and was able to be safely pulled back into the steerable guide catheter (sgc) and removed from the patient anatomy. A new clip was prepared, and the clip was implanted successfully, reducing mr to 1. There was no damage noted to the valve. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.